Event description:
It was reported that the patient¿s trial didn¿t work, the wire came loose, the patient was in pain, and someone from the manufacturer called them every day and said to turn it off. The second the patient turned it off the pain went away. It was noted that it did work for the first few days but the patient¿s health care provider (hcp) said that one of the wires came loose.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).